Event description:
A malfunction alarm, specifically alarm 20, was reported with the pump during the loading process. There was no adverse impact to the customer's blood glucose level. The customer attempted to load a new cartridge, following technical support guidance, but the cartridge alarm recurred. Technical support decided to replace the pump, instructing the customer to use a multiple daily injection (mdi) as backup therapy. Technical support confirmed the shipping address and provided instructions for returning the faulty pump. The customer was told to put the pump into storage mode before returning it with a prepaid label, which the customer acknowledged and understood.